Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the new device, the screwdriver was placed in the socket of the connector to attempt to connect pace/sense portion of the right ventricular lead. The lead was placed and the screwdriver was used to screw the setscrew clockwise, but the connector section of the lead would not seat fully. The physician wanted to loosen the setscrew again and try to place the lead connection portion. It was then noted that the setscrew was backwards. The silicone section was cut to reach the screw and an adaptor kit was attempted to solve the issue, but placement of the setscrew failed. The device was not used and a new device was used to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a set screw with a rounded socket. The returned device indicated the set screw was found in the connector bore. The returned device indicated a missing grommet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.